Event description:
Philips received a complaint on the heartstart xl indicating that the device failed to start up during self-test. There was no patient involvement at the time the issue was discovered. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to a battery failure. The root cause of the battery failure could not be determined. Customer replaced the battery to solve the issue, and the product is back in service.

Manufacturer narrative:
Institution: (B)(6). Phone number: (B)(6).